Event description:
It was reported that the patient developed ventricular tachycardia (vt) at a rate of 192 beats/minute. The implantable cardioverter defibrillator (ICD) delivered six bursts of anti-tachycardia pacing, after which the rhythm accelerated into programmed the ventricular fibrillation zone. The device then delivered a 41 joule shock as programmed which converted the rhythm. Technical services recommended further review of the device programming. The ICD remains in service and no adverse patient effects were reported.